Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility represented reported that during an implantable collamer lens (icl) implantation procedure, the surgeon found a foreign body/particulate on the lens. The particulate was removed and the lens was implanted. Post-op the patient experienced excessive vault. In a separate procedure, that same day, the lens was exchanged for a shorter length lens and the problem resolved. No injury to the patient was reported. Cause of event was reported as unknown.

Manufacturer narrative:
Correction: g4- premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. Claim # (B)(4).

Manufacturer narrative:
H6 device evaluation: lens was returned with moisture and residue on product, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Residue on the lens surface was observed. No foreign bodies or glass were noted on the lens or microcentrifuge vial. Return bag was inspected and no foreign materials were noted. H6 device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. (B)(4).